Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification & expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Event description:
It was reported a patient enrolled in a clinical study underwent left total knee arthroplasty on (B)(6) 2003. Subsequently, the patient was revised on (B)(6) 2007 due to instability. The femoral component, polyethylene bearing, stem, and tibial tray were removed and replaced.